Manufacturer narrative:
The event date (infection date) was 4th week of december probably (B)(6).

Event description:
The following additional information was also reported: the cultures performed were negative and the patient went home from hospital the day she reported in. There were no prophylactic antibiotics given prior to the event. The patient was reported as "doing well" at the time of this report and the issue is considered resolved.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. However, it should be noted that the mynxgrip is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin specification, prior to each lot being released for commercial use. Additionally the mynxgrip instructions for use (IFU) states that: "the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration." Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following a successful closure with a mynxgrip (5f) vascular closure device, the patient developed an infection manifested by groin pain and a small abscess at the closure site. The patient was treated with unspecified antibiotics. It was reported that the antibiotics did not work; therefore, the patient was hospitalized for further treatment. The patient was treated with cipro IV for 48 hours followed by a course of clindamycin 300mg 4 times a day (qid). The infection did not require incision and drainage. At the time of this report, the small abscess was draining itself. No further information is available at this time. Procedure date: (B)(6) 2015.